Manufacturer narrative:
The device was not received for analysis; therefore no physical or visual analysis of the product can be performed. The manufacturing batch record review confirmed that the device met all material, assembly and inspection specifications. A combination of patient and procedural factors appear to have caused or contributed to this incident. The product is expected to be returned for failure analysis. If additional information is received or the product is returned for analysis a follow-up medwatch report will be submitted. Waiting product return.

Event description:
Tortuous anatomy and horizontal aorta. When unsheathing of the valve physicians noticed resistance and was unable to holding the valve in place. Valve popped out of lv 2 times during unsheathing. During third attempt the safari (1) wire kinked inside of lv and lost position which lead to exchange of wire and lotus system. Finished the procedure uneventfully and with perfect result with a new safari 300cm and new lotus 27mm.

Manufacturer narrative:
The manufacturing batch record review confirmed that the device met all material, assembly and inspection specifications. The product was returned for evaluation on 10/27/2015. The report of damage is confirmed. The specimen presents bend damage and camber over the length of the device beginning 4.80cm from the distal apex of the manufactured curve and extending to approximately 20cm from the proximal end. No other damage or inconsistencies are noted to the specimen at this time. All joints appear to be correct and intact by visual examination and by non-destructive testing. Except where noted, the specimen device appears visually and dimensionally correct. Based on the evidence presented by the sample and the information provided by the supporting documentation, clinical and/or procedural factors appear to have impacted on the event as reported.